Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed in the blower kit. In addition to the above findings, error codes present. Device scrapped.